Event description:
It was reported that during a laparoscopic kidney transplant procedure, bleeding occurred after firing the device across the renal artery. There was no transfusion necessary and the pt is fine. Used another like device to complete the procedure. Extended or time by 10 mins.